Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was chosen for procedure. During placement of the device, the left disc showed a bulbous formation. The device was removed prior to release from the delivery system. Another 25mm amplatzer pfo occluder was chosen as a replacement and was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.